Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: this emdr file represents the bard/davol ventralex (device 1); a separate emdr will be filed for the flat mesh (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #2) on (B)(6) 2010 - the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The patient's attorney has alleged. (B)(6)2009 - the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) (B)(6)2009 - the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #2) (B)(6)2010 - the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6)2009 - patient was diagnosed with parastomal hernia thereby underwent re-anastomosis of end colostomy and open hernia repair with ventralex mesh (device #1). Per operative notes, "the parastomal hernia was found. The distal part of rectum was separated from the surrounding tissue and pushed back. The anastomosis was completed. The parastomal hernia sac was reduced and closed. A flat piece of ventralex mesh (device #1) was placed on top of the closure and sutured." (B)(6)2009 - patient was diagnosed with incisional hernia in midline and colostomy incision thereby underwent open hernia repair with the implant of bard flat mesh (device #2 & #3). Per operative notes, "the hernia sac in the midline was dissected free and separated from fascial edges. The bowel was reduced back into the cavity. A flat mesh (device #2) was placed and sutured. The hernia sac in the colostomy site was noted and dissected free. A flat mesh (device #3) was placed and sutured." (B)(6)2010 - patient was diagnosed with left lower quadrant ventral hernia thereby underwent laparoscopic hernia repair with removal of mesh. Per operative notes, "the hernia defect was identified with dense adhesions from the small bowel surrounding the abdominal wall defect. The defect in the left quadrant was noted and the previous mesh was removed (device #3). A portion of small bowel was removed and side to side anastomosis was performed." Attorney alleges that the patient had adhesions, pain, mesh migration, hernia recurrence and bowel removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and pain thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: b3 (date of event). This supplemental emdr represents the mesh ¿ ventralex (device #1). An additional supplemental emdr was submitted to represent the bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.